Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that since the battery change on (B)(6) 2016, the patient had increased leakage and was changing pads 2-3 times per day. It was noted that this was possibly related to the device or therapy, and not related to the implant procedure. The clinical diagnosis was a loss of efficacy, and interventions included administering the medication oxybutynin 5mg qid. No further complications were reported/anticipated. On (B)(6) 2018 clinical update (sdy, hcp): additional information was received from a healthcare professional (hcp). It was reported that some programming changes were made on (B)(6) 2016, (B)(6) 2017 at the clinic; the patient tried to change the programs, but could not tolerate the higher amp, so they kept the settings the same. It was noted that the event was not due to programming. No further complications were reported/anticipated. On (B)(6) 2018 clinical update x2 (sdy, hcp): no new information was reported. On (B)(6) 2019 clinical update (sdy, hcp): additional information was received from a healthcare professional (hcp). It was reported that additional interventions taken included explanting and not replacing the system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.